Event description:
It was reported that during a sleeve gastrectomy procedure, on the third firing locking of stapler without being fired and the end of the stapler could not open which caused tearing of the stomach tissue. Stapler has been used again onto the good conditioned part of the torn tissue and supported by suture. The patient stayed one more day in intensive care.

Manufacturer narrative:
(B)(4). The analysis found that the device was received with the knife jammed and with a cartridge loaded on the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and no anomalies were found on the handle. After further analysis of the tube subassembly the knife was noted to be jammed. In addition, several staples were noted lodged between the knife and the anvil knife slot resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.